Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the software failed to start up the application. A review of the system logfiles found a failure in sib, causing communication errors with all peripherals (fdc, flat detector, generator, collimator, etc.). Upon troubleshooting actions, fse identified an issue with sib. Fse tried to reload the software, but it was unsuccessful. Fse replaced sib and installed sib software. After the replacement of sib, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.